Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead thresholds have been trending high for some time, but does not appear to be influencing device behavior. The lead remains in use. No patient complications have been reported as a result of this event.